Event description:
Customer reported an incident during treatment where the prismaflex machine produced an incorrect pt fluid removal. The set pt fluid removal rate was 0 ml/h, but the display showed a pt fluid removal of -800 ml after one hour. The set pbp rate was 800 ml/h, but the display showed a pbp rate of 1600 ml after one hour. There was no blood loss reported.

Manufacturer narrative:
There was no patient injury or clinical consequences to the pt reported. Gambro renal proudcts has evaluated the downloaded machine data files and cinfirmed the problem reported. An investigation is ongoing. It is expected that the investigation will be concluded in q3, 2006. A final report will be submitted once the investigation is concluded. Introduction of prismaflex software 3.00 will resolve the fluid removal discrepancy issues. Prismaflex sw 3.00 is planned to be released by the end of q3, 2006.